Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump indicated a data log corruption. Reportedly, customer continued using pump for insulin therapy. Customer's blood glucose ranged from 85-300 mg/dl.